Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain. The technical service representative (tsr) explained the alarm. The home patient (hp) stated that she disconnected to go to the restroom. The tsr informed the hp that she needed to end therapy and start over with new supplies. The tsr offered assistance to end therapy and the hp said no. The tsr told the hp to contact her nurse. The tsr instructed the hp to call back once she has started over with new supplies so baxter could get her back to drain 1. No patient injury or medical intervention was indicated at the time of the initial report.